Manufacturer narrative:
Additional information was received and it was learnt that a non-amo viscoelastic was used, no suture was used and no complications were reported. Concomitant medical products, added non-amo viscoelastic, lot unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a as the lens was inserted and removed. If explanted; give date: n/a as the lens was inserted and removed. Concomitant medical products: injector and cartridge, models and lot numbers unknown, not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted into the patient's eye, but the lens would not unfolded due to a bad injector/cartridge. The lens was removed from the patient's eye. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/09/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut in half, most probably to make explant/removal possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.